Manufacturer narrative:
(B)(4). Batch # n5622z. Day unknown. Only month ((B)(6)) and year (2018) is known. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device was used. It was placed onto the vein to close it, after firing it didn't closed the clips to the required b shape. They opened a second device and finished the surgery. The operation time was elongated a bit without patient consequence.